Event description:
It was reported that an ilet user experienced elevated glucose levels up to 400 despite making meal announcements, changed the infusion set and tubing, observed no visible site issues or leakage, and subsequently completed a full supply change after disconnecting, priming to observe drops, and replacing the site that had adhesive folded over the cannula. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education with no hospitalization. Investigation included user-guided troubleshooting steps and supply replacement. Investigation of this case revealed an unclear cause of hyperglycemia, with a potential insertion or site issue considered due to adhesive folding over the cannula, although no definitive device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.